Manufacturer narrative:
The insulin pump was received with a cracked end cap, cracked battery tube threads, minor scratches on the display window and a missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was cracked below the arrow buttons. The insulin pump had not been bumped or dropped and the drive support cap was not damaged. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.